Event description:
The report received from the registry indicated that approximately, ten (10) months after the index procedure, the patient had 50-70% restenosis of a previously implanted cypher select 3.0 x 13 mm stent. The target lesion was the proximal left anterior descending (lad) coronary artery. The restenosis was treated by implantation of an additional cypher 3.0 x 18 mm stent. The adverse event (ae) was reported to have a highly probable relationship to the study device and was unrelated to the study/index procedure. The outcome of the adverse event was reported to be resolved.

Manufacturer narrative:
Index procedure. The target lesion was the proximal lad. The lesion was reported to be: de novo, 10-15 mm in length, moderately calcified, and an angulation of greater than 45 degrees and less than 90 degrees. A cypher select 3.0 x 13 mm stent was implanted at 12 atm. Please note that device is distributed outside the united states, however, it is similar to the united states product. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.